Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported audible noise, communication problem, and difficulty to remove the catheter (from the guidewire) appear to be related to operational context. In this case, it is likely that damage to the catheter¿s optical fiber occurred, likely due to excessive angulation/bending, which then caused the reported audible noise and communication problem; however, since the device was not returned, the catheter damage cannot be confirmed. It is also likely that the difficulty to remove the catheter from the guidewire was caused by the employed guidewire¿s condition or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed in the 70% stenosed, mildly tortuous and mildly calcified lesion in the left anterior descending artery. After connecting the dragonfly catheter, a grinding sound was heard and an error message 1701 (there is a problem connecting the catheter) appeared. The catheter was disconnected and reconnected without problems and imaging was performed. The catheter got stuck on a hi-torque 014 bmw guide wire and they had to be removed together. Another bmw guide wire from the same series was used for the percutaneous coronary intervention and the final oct was performed. After this pullback, the catheter also got stuck on the wire and again they had to be removed from the coronary artery together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.